Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy: the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid.